Event description:
It was reported that the patient underwent vns generator replacement surgery as the vns generator battery was fully depleted and unable to be interrogated. As such, no pre-op interrogation or diagnostics were able to be performed. When the new vns generator was connected to the lead, high impedance was observed. The surgeon removed the lead pin connector and reinserted it into the new generator. The high impedance did not resolve. The patient then also underwent vns lead replacement. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.